Manufacturer narrative:
(B)(4).

Event description:
Procedure: nissen. According to the reporter: during the case, the tip of one side of the jaw broke off inside the pt. The piece that broke off was on the "active" side of the jaw. The surgeon searched for the piece but could not find surgeon searched for the piece but could not find it. A new device was opened to complete the case. The surgeon closed the pt and x-rays were called for but the report is inconclusive. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss.